Event description:
The report stated that during a routine tonsillectomy, the inside of the patient's mouth was burned due to excessive heat on a spot along the blue shaft of the cautery device. Customer reported they believe this was caused by a crack in the blue insulation which coats the shaft. The area is not on any part they manipulated. The surgeon reported that the generator was set at 35 coag. The burn size was reported to be the size of a pinky fingertip. Patient will be fine, but will be uncomfortable for a couple days, it was not severe.

Manufacturer narrative:
The incident device has been received, and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.